Event description:
On (B)(6) 2014, lay user/ patient contacted lifescan (lfs) and alleged their one touch ot verio iq meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and this medical surveillance specialist listening back to the call. The patient reported the issue on (B)(6) 2014 at 7am. The patient reported on (B)(6) 2014 at 7.05 they obtained inaccurate high results of ¿300 mg/dl¿ with the subject meter and ¿60 mg/dl¿ with another meter (accucheck), performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan¿s criteria for accuracy. The patient manages his diabetes with a combination of diabetic medications. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue; however report taking glucose tablets/glucose gel on (B)(6) 2014 at 7.02am . The patient claims he developed symptoms of ¿sweating and blurry eyesight¿ it is unknown when the patient began developing symptoms. The patent alleged self-treatment with glucose tablets/glucose gel on (B)(6) 2014 at 7.02am. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct approved sample was used, and the patient described his testing technique, which was correct. The cca was unable to walk through a retest as the patient did not have his product(s) with him. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.